Event description:
It was reported that during procedure on (B)(6) 2011, the impacting plate fractured from the rest of the instrument. No patient injury or delay to the procedure was reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert of related implants that state that this type of event can occur: under precautions, it states, "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage." Evaluation of returned device suggests that fracture occurred due to a fast fracture. It appears that the back part of the broach handle fractured from the main body under bending overload.